Event description:
It was reported that during a coronary stenting treatment procedure, guide wire withdrawal difficulties occurred. The lesion was located in the circumflex artery. After successfully deploying the 3.0x24mm promus element stent the physician encountered difficulty removing the non-bsc guide wire through the stent. The guide wire got stuck on the stent and the physician had to apply strong force which resulted in the guide wire stretching until it "ruptured". The stent remained implanted. Additional information was requested and is not available. No patient complications were reported and patient status is ok. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)